Manufacturer narrative:
The device was received for evaluation. A service history review revealed no issues that could have caused or contributed to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the reported intermittent keypad error, which was reproduced during evaluation as a delayed keypad response. Evaluation found the cause to be a failed keypad. . The reported condition was verified. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an intermittent keypad error. The process step was not provided by the reporter. There was no known patient injury or medical intervention associated with this event. No additional information is available.